Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter ¿plastic particles¿ were found on the distal end of bd safetyglide¿ needles prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: no physical sample was received, 2 photos were received for evaluation. Photos depicted an unshielded needle reported to be from batch #7300868 (p/n 305900). In one photo a white fiber foreign matter (fm) larger than level 3 in size was observed on the cannula tip. In the second photo an unidentified small white fm particle of unknown size was observed on the cannula. The fiber fm size observed is rejectable per product specification. DHR review for batch 7300868 (p/n 305900): manufacturing dates: 11/04/2017 to 11/05/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300868 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Product defect confirmed based on photo evaluation performed. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.